Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by warnings as follows in ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ of the operator's manual: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the endoeye flex deflectable videoscope had a defective screen (compromised image) during the therapeutic procedure. The issue was found during preparation for use. The procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: insulation failure at tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Additionally, it was reported that there was a poor image, and the image disappears when angled.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that due to damage on charge-coupled device unit, the image disappears during angulation in up/down directions. Additional evaluation findings were as follows: due to damage on insertion pipe, insulation resistance value does not meet the standard value, the bending section has a scratch, the adhesive on bending section cover has a chip, the switch1, the switch2, the switch3 all have discoloration, and due to a dent on bending tube, bending angle in up direction exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.